Manufacturer narrative:
(B)(4). Additional narrative: broken condition confirmed. Visual examination of the unit confirmed the tip of the broken syringe stuck inside of the fillport. The root cause could not be determined. A batch review has been conducted which revealed product met all acceptance criteria for release.

Event description:
Baxter (B)(4) received a report that one (1) infusor device had a filling syringe which broke at the infusor filling port during filling. The tip of the syringe became stuck in the filling port. It is unknown with what the device was filled. There was no patient involvement and no patient injury and medical intervention. The actual sample is available. No additional information.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.